Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon eval, the pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector.

Event description:
The (B)(6) distributor returned electrode belt sn (B)(4) to zoll stating that the connector pins in the belt are bent and is unable to connect with the monitor.